Event description:
Catheter placed and later fell out of patient. The tissue never in-grew around the cuff. Lot number was possibly l9k250 or l9l246 based on what customer says was shipped to them.

Manufacturer narrative:
Additional lot number: l9l246. Additional manufacture date: 09/2009. A complaint sample was not provided for eval. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the reported failure mode. The quality plan for the manufacture of the catheter assembly included specific instructions and guidances for the assembly of the cuff onto the catheter tube. Based on the investigation results, a definitive root cause could not be identified for this failure mode. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness and minimize any impact from the manufacturing processes.